Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion due to angulation, and the balloon burst during the procedure. The procedure was completed with another of the same device. No patient complications were reported, and the patient was fine.